Event description:
Per the clinic, it was reported that the internal magnet was exposed. Internal magnet removal is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the device was explanted (specific date not reported). The patient was reimplanted with another device (specific date not reported).